Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. Approximately 20cm drain tip found within mastectomy cavity. Patient outcome/ consequences: unknown. No further information available as reporter details have not been disclosed (confidential).

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.